Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 3.5 cm hypogastric artery aneurysm. There was mild tortuosity and little to no calcification in the iliac arteries, therefore, the iliacs did not require pre-dilatation. It was reported that to position in the ilxc202085, it was advanced through a previously implanted stent graft and successfully deployed. Retraction of the delivery system nose cone and runners became difficult half way during the removal process and the runners appeared as they were caught on the previously implanted stent graft. Further attempts to remove the delivery system caused the stent graft to appear as though it was getting disrupted. The delivery system was successfully freed and removed after a series of maneuvers. A reliant balloon was then used to iron out the stent grafts. There was no injury and the patient is fine. Upon removal, the delivery system was inspected and appeared unremarkable; however, it was discarded.

Manufacturer narrative:
Device not returned. Caught on previously implanted stent graft.